Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant a micro-dislodgement was observed on the right ventricular (rv) lead. It was also reported that loss of captured was noted. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.